Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys ft3 iii (ft3) and elecsys ft3 iii ver. 2 (ft3 v2) on a cobas 8000 e 801 module. This medwatch will apply to the ft3 v2 assay. Please refer to the medwatch patient identifier (B)(6) for information related to the ft3 assay. The sample initially resulted in a ft3 value of 6.49 pg/ml (reference range = 2.51 - 4.16 pg/ml) and this value was reported outside of the laboratory to a physician. The sample was later tested on (B)(6) 2021 for a correlation study comparing ft3 to ft3 v2 and a discrepancy was observed. The sample resulted in a ft3 value of 6.64 pg/ml and a ft3 v2 value of 2.97 pg/ml. The serial number of the e 801 analyzer is (B)(4).

Manufacturer narrative:
Quality controls were within range. The investigation determined the issue is consistent with the presence of a streptavidin interfering factor in the sample. The streptavidin interfering factor causes elevated ft3 values when compared to measurements performed with ft3 v2.

Manufacturer narrative:
A second sample collected from the same patient also had discrepant results for ft3 and ft3 v2. Refer to the attachment for all patient data. The results measured at the customer site were reported outside of the laboratory to a physician. The sample was collected and run on the customer's e 801 analyzer on (B)(6)-2022. The sample was also provided for investigation, where it was tested on a second e 801 analyzer (serial number (B)(6)) on (B)(6)-2022 and on a cobas e 411 immunoassay analyzer (serial number (B)(6)) on (B)(6)2022. The sample was also repeated on a siemens centaur analyzer. Ft3 v2 reagent lot 515968, with an expiration date 31-mar-2022 was used on the e 801 analyzer used for investigation. The ft3 v2 reagent lot and expiration date used on the e411 analyzer used for investigation were requested, but not provided. The investigation could not identify a product problem. The issue is consistent with the sample containing an interfering factor against the streptavidin component of the ft3 assay. The interference is corrected by the ft3 v2 assay.